Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Date(s) of removal: yes (date is not specified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) were added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis on (B)(6) 2018 and paratubal cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since (B)(6) 2017, sertraline and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 2 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral)/ surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Date(s) of removal: yes (date is not specified) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain. Lot number: 794895 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis on (B)(6) 2018 and paratubal cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (gildess fe) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since (B)(6) 2017, sertraline and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 2 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (salpingectomy (bilateral)/ surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Date(s) of removal: yes (date is not specified) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr was received. Lot number was added. Date of removal was added. New reporter was added. Patient demographic was added. Treatment and concomitant drugs were added. Event onset dates were added. Lab data updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.